Event description:
A talent stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The iliac arteries measured 8 mm in diameter and they were severely calcified. It was reported that the delivery system kinked during insertion and it was not possible to advance it to the intended landing zone. The location of the kink was outside the pt's body . The delivery system was removed from the pt after which the artery was dilated with dilators ranging in size from 16 fr to 24 fr. The same delivery system was reinserted into the pt; however, it was not advanced due to the previous kink. The delivery system was removed from the pt and another talent stent graft was used to successfully complete the case. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation code, results and conclusion: (small and severely calcified iliac arteries). Evaluation summary: the delivery system was returned and its evaluation was completed. There were multiple kinks on the graft cover at 123 mm, 137 mm, 158 mm and 180 mm. Another kink was located immediately distal to the strain relief. The kink at 180 mm (mentioned above) is located 15 mm distal to the stent stop between the distal stent rings 1 and 2. The inner member was also kinked at the 180 mm kink on the sheath. Use of force attempting to pass through calcification most likely caused the reported kinks.